Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by severe abdominal pain and chills. On an unreported date one month prior to receipt of this report, the patient began treatment with intraperitoneal (ip) ceptaz 2 grams daily for 14 days and oral ciprofloxacin 500 mg twice a day for 14 days. On an unreported date during the same month of receipt of this report, the patient stopped treatment with antibiotics. The cause of the peritonitis was a breach in aseptic technique further described as reused a mask and did not wear a mask. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.